Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Pen not expelling insulin [device failure] ([diabetic ketoacidosis]). Case description: medical device information: novopen3 and novopen3 pen mate: class llb. Novo fine 31g: class lla. This spontaneous report, received from another country and reported by a consumer as "diabetic ketoacidosis and device failure", concerns a patient (gender and age unknown) treated with mixtard 30 penfill (dual acting human insulin) from an unknown date together with novopen 3 (insulin delivery device), novopen 3 penmate (insulin delivery device) and novofine 31g (needle) for insulin-dependent diabetes mellitus and device therapy. In 2008, the patient was admitted to the emergency unit with diabetic ketoacidosis and discharged on two days later. The patient was re-admitted on the following day and discharged. Then re-admitted again on the next day, and finally discharged on two days later. During the hospitalisation, blood tests, scans and x-rays were performed. Also the novopen 3 was tested and was found to be faulty. The pen was not expelling insulin although the insulin dosage was dialled up on the pen and once the needle was inserted into the stomach, the dial would go to zero but no insulin was expelled. The overall outcome is reported as "not reported." Reporter's causality: unknown. Novo nordisk causality: reportable.